Event description:
Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited multiple low out of range pacing impedance measurements of less than 200 ohms. The patient may get a new rv lead in the future however for the time being the patient will continue to be monitored and the pacemaker remains implanted and in service. No adverse patient effects were reported.